Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The company representative reported that the insulin pump's back-up battery failed and a low battery alarm. The blood glucose reading was unknown.

Manufacturer narrative:
The pump was returned for low battery alarm and power error alarms. The alarms were confirmed in the long trace, and the root cause was the non-sleep anomaly software error. The pump also had a cracked case at the reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.